Event description:
A peritoneal dialysis pt reported having fluid leaking in the cassette. He was in a drain cycle when this occurred. There is no report of pt ill effect. There is no sample available for eval.